Event description:
The user received a questionable cancer antigen generation 2 (ca-125) result for one patient sample. The initial result was 2.25 iu/ml which was reported outside the laboratory and questioned by the physician who expected a high result. The user repeated a new aliquot of the same sample on analytical e module analyzer serial number (B)(4) and the result was 407.5 iu/ml. This value was what the physician expected and was deemed correct. A corrected report with the value of 407.5 iu/ml was sent. The patient was not adversely affected. The ca-125 reagent lot number was 16484405 with an expiration date of (B)(6) 2012. The field service representative could not find a cause and verified the analyzer operation. He noted the calibration and quality control results were acceptable since the event.

Manufacturer narrative:
The investigation could not determine a specific root cause. Calibration and qc data were acceptable, there was no indication of a reagent or system issue. No adverse event was reported.